Event description:
It was reported, that the cardiac resynchronization therapy defibrillator (crt-d) alerted. Due to low atrial intrinsic amplitude. The presenting electrogram showed evidence of farfield r-wave oversensing and possibly some atrial undersensing. The r-wave oversensing resulted in mode switches to atrial tachy response. There was also, some sensing of the atrial pacing on the right ventricular channel. However, it was appropriately blanked. Technical services recommended further review of programming. The crt-d remains in service. And no adverse patient effects were reported. It was additionally reported, that there was low left ventricular intrinsic amplitude. There was no evidence of undersensing. However, an isolated lv pace exhibited loss of capture at the fixed device output (3.2 v at 1.0 ms). The presenting electrogram also demonstrated intermittent atrial loss of capture. Technical services recommended further review of the device system. The crt-d remains in service.